Event description:
Medtronic received info that the pt with these mechanical valves died 12 hrs after double valve replacement and a maze procedure. It was reported that 12 hrs after extubation, the pt had a sudden episode of no output and bradycardia. Cardiac massage did not improve output. After a minute, there was no output again so the pt's chest was opened, which revealed a dilated, fibrillating heart. Shocks to the heart were not successful and therefore CPR was discontinued. No autopsy was performed.

Manufacturer narrative:
(B) (4): eval results: device history review found the product met specifications when released for distribution. Conclusion code: other = cause of event cannot be determined. Analysis: the valve was not returned for analysis. Conclusion: the device history record was reviewed and showed that this valve met all mfg specifications for product released for distribution. No issues were identified that would have impacted this event. Without return of the valve, no definitive conclusions can be drawn regarding the performance of the valve.